Event description:
It was reported by the surgeon that the patient had to go back to the operating room to re-secure the lead and remove a tie-down that was protruding beneath the skin. Follow-up with the surgeon's office found that the patient had inflammation in her left neck and swelling. The tie-down was protruding through the skin; however, no skin rupture had occurred. It was noted that the patient skin is naturally thin at electrode site likely leading to the protrusion and irritation. At a recent follow-up visit, the patient's mother stated that the wound site appeared to be getting worse after it had been healing well. The surgeon noted that there was only redness and no other signs of infection; however, the patient was given a refill of antibiotics as a precaution. No infection is believed to be present at this time; however, the surgeon's office will contact the manufacturer if an infection is believed to be present. No trauma or manipulation has been reported.

Event description:
Analysis of the explanted vns lead and generator has been completed. The electrode portion of the lead was not returned. No anomalies were observed in the returned portion. Analysis of the generator found no anomalies and it performed to specifcations.

Event description:
Additional information was received from the physician indicating that the extrusion and possible infection were a result of the patient picking at her wounds. The patient had two surgeries to relocate the lead further underneath the patient's skin however the extrusion issues persisted. The surgeon eventually decided to explant the patient's vns lead and generator. Cultures were taken to rule out a possible infection however the results have not been provided at this time. The explanted products have been returned and are currently undergoing analysis. The return product form received with the explants indicated that the "lead was starting to come out of skin."

Event description:
Additional information was received indicating that the patient will likely be reimplanted. Surgery has not occurred to date.

Event description:
Additional information was received indicating the remainder of the vns lead has been explanted. The rest of the lead was returned and underwent analysis. No anomalies were observed in the newly returned portion of the lead.

Event description:
Additional information was received stating that the vns patient will not be re-implanted. The surgeon suggested that the patient should wait a few years before being re-implanted to allow the patient to grow. The patient was prescribed new medication by her neurologist and reported to be doing fine.